Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right atrial (ra) lead was stuck in the device header and the terminal end of the lead came apart when the physician attempted to remove it from the header. The lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported.